Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd difco¿ salmonella o antiserum group a factors 1, 2, 12 the user noted an unspecified number of patient test results had weak reactivity. The user stated that microscopic examination was required. No health impact or consequence reported.